Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They had a high blood glucose of 506 mg/dl and 399 mg/dl. The customer¿s current blood glucose was 432 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. No symptoms were experienced. The customer was treated with insulin pump. Troubleshooting was performed, and insulin exited. The device is not expected to be returned for analysis.